Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tibial fixation, when going through the bone tunnel, the screw broke. The broken piece was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed that approximately 11mm of the distal end of the screw has broken off. The threads are crushed and are missing pieces at the break area. With the limited clinical details provided regarding patient bone quality and site preparation devices used ,no root cause can be determined with confidence. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot.